Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during a routine device follow-up, interrogation of this device exhibited a fault code indicate of a device fall back mode. The patient was hospitalized pending a product replacement. No adverse patient effects were reported. Subsequently, the device was explanted and is intended to be returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the reported clinical observations were confirmed. Review of the device memory confirmed that the device underwent a reset, which resulted in the observed fallback mode, while implanted. Following the reset, the device reverted to a safety mode operation with limited programmability. Despite exhaustive effort, laboratory technicians were unable to duplicate the device going into a fallback mode. During analysis, the device was able to sense, pace and deliver a full energy shock following a firmware restart. The cause of the fallback has been classified as unknown.

Event description:
Subsequently, the device was returned for laboratory analysis.